Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not charing his battery charger was not charging his battery packs. The pt was issued a replacement battery charger/modem and a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon investigation the battery charger was resetting. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. Device evaluation of battery pack sn (B)(4) was completed. The reported problem (battery not charing) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a defective bq2040 battery chip. The root cause for the defective battery chip could not be positively identified. No adverse event resulted from the defective battery charger/modem or battery pack. The pt received a replacement battery charger/modem and a replacement battery pack. Device manufacture date: battery pack: sn (B)(4), manufactured 02/01/2012.